Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a serious injury. While monitoring a patient, the mx550, when the x3 was disconnected, did not connect to the central station (piic ix). It was reported that the patient coded and had to be revived.

Manufacturer narrative:
A philips field service engineer (fs) went to the customer site. Per the nurse manager, the customer was not alleging that any philips product caused or contributed to the patient injury, or caused a delay in treatment. The fse verified with the customer that the incident occurred on (B)(6) 2019 between 10:00am and 12:00pm with a data loss occurring between 11:11am and 11:30am. The fse tested the pic ix on a different mx550 monitor, and the telemetry overview screen behaved as designed. A philips clinical specialist (cs) was provided data from the incident, and was able to recreate the loss of waveforms. There was no product malfunction; this was a configuration issue. Based on discussion with the response center, a clinical setting was changed in the piic; "clear unlocked x2 monitors from bed" was unchecked. We will consider that the customer resolved the issue by changing the clinical settings, and that the device remains in use at the customer site, as no subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.